Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged remaining insulin reading issue was not duplicated. Review of black box data did not find any atypical activities and the total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned battery cap, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus exercises were executed and recorded correctly and the remaining insulin was calculated accurately after each of the bolus. The pump was manually primed until 20 units remained in the cartridge at which point the pump alarmed for empty cartridge and the remaining insulin reading in the cartridge matched the pump¿s reading.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was at 586 mg/dl with nausea, vomiting, polyuria, extreme drowsiness, shortness of breath, abdominal pain, symptoms of dehydration, and unspecified level of ketones. It was reported that the patient was treated by medical personnel at the hospital with intravenous fluids, insulin via pump and injection, and food/drink regiments. The patient allegedly discontinued pump therapy and then resumed pump therapy with the same pump without any recent adjustment to the pump settings. It was reported that there was an issue with the remaining insulin reading on the pump at the end of cartridge use. Allegedly, the pump showed 20-plus units more than what was indicated in the cartridge. Troubleshooting was unable the resolve the reported issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an insulin reading discrepancy between the pump and the cartridge of unknown causes.